Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was operating very slowly.the customer stated that there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was operating very slowly. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was operating very slowly. A technical support specialist (tss) had connected to the station remotely and cleared the component-based servicing (cbs) logs. The tss configured the network interface card (nic) to 100 megabits per second with a half-duplex setting and rebooted the station to resolve. The system functioned as intended after the technical support specialist troubleshot the device.